Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the asia pacific region involving pentax video ent scope vnl11-j10. In the event reported the user stated that when used, the cause of the malfunction occurred for unknown reasons. This defect was detected in the operating room before use. There is no adverse event reported with this complaint. No additional information was provided.